Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
"Health professional had difficulty with getting PICC hung up in shoulder area of patient, tried to troubleshoot - met no resistance when pulling catheter back, but had difficulty advancing. When she removed the PICC completely, she noticed that the end of the PICC was a bit floppy, and when pulling the stylet out (which pulled out with no problem) noticed that while the tip still appeared gold/copper - it was 4 cm shorter than upon insertion. Patient was taken for x-ray - foreign body identified in basilic vein in shoulder, ultrasound confirmed. Patient taken to operating room and remaining stylet was removed."